Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 6-8 x 40 mm acculink stent in the mildly calcified right internal carotid artery. Post procedure, the patient reported blurry vision. No treatment was provided at the time and the patient was discharged to home one day post procedure. On the patient's 30 day follow-up visit, a national institutes of health stroke scale (nihss) was performed and noted partial hemianopia. A stroke was diagnosed. No treatment has been provided and the hemianopia continues. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and visual disturbances are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.